Event description:
It was reported that a morphology change was exhibited on the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system and t wave oversensing was noted. As consequence, the system began to charge, nonetheless the arrythmia broke and the shock did not ocur. Boston scientific technical services (ts) indicated that this appears to be a conduction disturbance and it is hard to make any programmer changes as it is unknown what other sensing vectors would look like in the presence of this arrhythmia. Ts recommended to consider just to continue to monitor and if happens again may need to re evaluate. This electrode remains in service. No adverse patient effects were reported.